Event description:
This report was submitted with limited information. It was reported that when the needle was being removed from the swg, resistance was met and the swg unraveled. The needle and swg were removed together. It is unknown if there was another attempt at the procedure. The event occurred in the urgence department. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.